Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The rep said patient sent him a text message on saturday, to report eri message on the handset. The patient also reported the eri message via online submission, and is concerned as they only got the device implanted 8 days prior and their incision hasn't even healed yet and they are being told it needs to be replaced. Rep to see patient today. Technical services (ts) reviewed with caller that system calculates longevity based on last 7 days of usage, thus if usage changes and system figures that it will last longer then eri would go away. The original estimate for battery longevity was about 1 year and 8 months. The caller was not with the patient. Rep to check for any impedance change. Information was received from the rep that the patient (pt) reached premature eri. Rep had to combine the pt programs into one program and lower the rate and it bumped the pt's longevity to roughly 5 years. Logs were not retrieved.